Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7070395.

Event description:
It was reported that following an ipg replacement procedure (MFR. Report no. 3006630150-2022-03904), it was found that the patients left lead had high impedances. The patient underwent an explant procedure. The explanted leads were discarded by the medical facility.